Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a stained end cap sticker, cracked case at a display window corner, broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring and a cracked reservoir tube window.

Event description:
It was reported that the customer had high blood glucose levels of 152 mg/dl. The customer reported that the insulin pump had fluid inside. The customer described the fluid as some kind of brownish looking liquid or oil that was leaking out of the bottom part of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the hearth care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.